Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak around the middle section of the coulter lh 750 hematology analyzer. Customer reported the leak appeared to be diluent. Customer reported the volume of the leak was 1 cup. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a tubing was disconnected at valve 64 (vl64). The fse reattached the tubing.

Manufacturer narrative:
(B)(4).